Event description:
The physician was attempted to advance a resolute integrity rx drug-eluting stent to a lesion in the rca. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on return to the manufacturing facility damage was noted to the stent. No clinical sequelae were reported. Evaluation summary: no damage evident to the distal tip. The stent has moved distally on the balloon. The 1st-5th proximal stent struts are severly deformed; exhibiting stretching, elevation and bunching of the stent strut segments. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).